Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the 511s trocar in sub-xyphoid port seal broke intraoperatively causing a loss of pneumoperitoneum. The trocar was replaced and the case resumed without incident.